Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-may-2023. H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received six sealed 18gx1.25in nexiva devices. Three units were from lot number 3019151 and the other 3 were from lot number 2325431. A gross visual inspection shows that the units do not have any physical damage and are still sitting correctly in their packaging. A leak test was performed, and all units passed. No leakage was observed. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I received the return kit yesterday. The IV¿s that brought about this return were not kept for review unfortunately. I have included three IV¿s from three different lot numbers in question in the return kit and will send it back to you today.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2325431; d4. Medical device expiration date: 31oct2025; h4. Device manufacture date: 21nov2022. D4. Medical device lot #: 3019151; d4. Medical device expiration date: 31dec2025; h4. Device manufacture date: 19jan2023.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I received the return kit yesterday. The IV¿s that brought about this return were not kept for review unfortunately. I have included three IV¿s from three different lot numbers in question in the return kit and will send it back to you today.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I received the return kit yesterday. The IV¿s that brought about this return were not kept for review unfortunately. I have included three IV¿s from three different lot numbers in question in the return kit and will send it back to you today.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.